Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This patient was hospitalized because of a blood culture was (B)(6) following ICD implantation on (B)(6) 2010. Echo shows a diseased aortic valve and "clumbious" structure posterior mitral valve. (B)(6). No additional information is available at this time. Should additional information become available, this event will be updated.